Event description:
The patient questioned whether the previous pump was malfunctioning. The patient reported that his pump stalled like it does in the MRI and has been stalling since 2011. The patient felt that the pump "jumped" during his MRI. The device system was used to deliver baclofen.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this pump had previous stalls. Reportedly, two to three years prior to the date of this report, after magnetic resonance imaging (MRI) scans the pump would stop and not restart. The health care providers reported that they changed to concentration so there was more volume. Reportedly this appeared to resolve the issue and it had not been a problem since. It was not known what medication this device system delivered at the time of the event. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8709sc lot# serial# (B)(4), implanted: 2009 (B)(6), product type catheter (B)(4).